Manufacturer narrative:
A visual evaluation found only a portion of the torn external bolster was returned. The safety plug was mostly, but not completely torn from the external bolster. The tear in the safety plug appears to have been caused by use. Given the amount of time that the device was in use the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a endovive low profile button replacement device was used on a (B)(6) male. The procedure date and weight of the pt is unk. According to the complainant, after less than four months of use, the small nipple on the closure flap separated from the flap. The flap almost became lodged in the tube, without the ability to remove it from the tube. A procedure date is being scheduled for a replacement with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a endovive low profile button replacement device was used on a (B)(6) male. The procedure date and weight of the patient is unknown. According to the complainant, after less than four months of use, the small nipple on the closure flap separated from the flap. The flap almost became lodged in the tube, without the ability to remove it from the tube. A procedure date is being scheduled for a replacement with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).